Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Polar study report was provided and reviewed by a health care professional. Review of the available records identified the following: patient experienced severe pain in the medial joint line, lateral joint line and infrapatellar region for more than two years and indicated that the patient was administered pain killers. Stiffness with rom of 85-90 was noted during this two years and occasional swelling was noted too. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6204-022-23 rev a: pain, swelling and poor range of motion is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00280, 0001822565-2020-03649. Dob: (B)(6). Concomitant medical products: femur cemented cruciate retaining (cr) standard left size 6 item# 42502606001, lot# 63605407. Articular surface fixed bearing cruciate retaining (cr) left 10 mm height item# 42511000410, lot# 63596762. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced pain, swelling, stiffness and decreased range of motion which required medication approximately two years post-implantation. There is no additional information at this time.